Manufacturer narrative:
Literature citation: morales gisbert sm, sala almonacil va, zaragozá garcía jm, genovés gascó b, gómez palonés fj, ortiz monzón e. Predictors of cervical bleeding after carotid endarterectomy. Annals of vascular surgery 2014;28(2):366-374. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed.

Event description:
This information was received through literature article ¿predictors of cervical bleeding after carotid endarterectomy" published in annals of vascular surgery, (B)(6) 2013. It was reported that there were 11 re-interventions performed on patients who received a carotid endarterectomy using a gore® acuseal cardiovascular patch. Reoperation was required due to cervical hematomas. For this patient there was an unidentified cause of bleeding in the reintervention.